Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Replacement cable sent to customer. Additionally, the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a larger bolus than needed. Blood glucose (bg) level was less than 40mg/dl. Carbohydrates were consumed to treat bg level.